Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during dwell 2. The baxter technical service representative (tsr) explained the message to the home patient (hp). The tsr had the hp recycle the machine and a system error (se) 2367 occurred. The tsr informed the hp to start over using new supplies. The hp sated that they had disconnected in a drain cycle earlier. The hc was operational. There was patient involvement but no serious injury or medical intervention was reported. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(4) 2011 regarding the reported problem. The pd rn was aware of the problem. The pd stated that the hp had actually called her that night and she advised the hp to call baxter. The pd rn also told the hp to not disconnect and reconnect during therapy if not necessary. The hp did come into the clinic since the problem and no adverse events were report as a result of the alarm. Per the pd rn, the hp was continuing therapy without any other complications. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported system error 2240 was confirmed. The as determined cause a use error - the patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.